Event description:
The customer reported one false negative antibody screening test with biotestcell-p3 that missed an anti-k. The patient sample that had caused the false negative test result was sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory is still testing the patient sample and the supposedly defective product. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for an instrument malfunction of the affected tango optimo that had an impact on this incident.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported one false negative antibody screening test with biotestcell-p3 that missed an anti-k. The patient sample that had caused the false negative test result was sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory tested the patient sample with the complaint sample. The patient sample yielded a correctly positive result with the kell positive screening cell #3 of biotestcell-p3. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our final report on this incident.